Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain lower abdomen") in a female patient who had essure (batch no. C09523, c18707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercouse)"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and urinary tract infection had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity and urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2015, right side more difficult to place, some tubal spasm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Event surgery to remove the device was replaced with new events- lot number added. New events added- allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), dysmenorrhea, dyspareunia (painful sexual intercourse), hysterectomy (full), urinary tract infection and pain lower abdomen. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdomen') in a 27-year-old female patient who had essure (batch no: c09523, c18707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, bipolar disorder, diabetes, human papilloma virus infection, irritable bowel syndrome, cholecystectomy, rectal pain and ovarian cyst. Concurrent conditions included postpartum state. Concomitant products included eluxadoline (viberzi), medroxyprogesterone acetate (depo-provera) from on (B)(6) 2015, oxycodone hydrochloride; paracetamol (percocet), ranitidine hydrochloride (zantac) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and urinary tract infection had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity and urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2015, right side more difficult to place, some tubal spasm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Event abdominal cramping was added, patient's medical history and concomitant medications were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdomen') in a 27-year-old female patient who had essure (batch no. C09523-invalid, c18707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, bipolar disorder, diabetes, human papilloma virus infection, irritable bowel syndrome, cholecystectomy, rectal pain and ovarian cyst. Concurrent conditions included postpartum state. Concomitant products included eluxadoline (viberzi), medroxyprogesterone acetate (depo-provera) from (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (zantac) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and urinary tract infection had resolved and the female sexual dysfunction, dysmenorrhoea, dyspareunia, hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity and urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2015, right side more difficult to place, some tubal spasm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.